Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastrectomy, malformed staples came out. Then the cartridge came off when the device was taken out of the pt through the trocar. Additional suture was performed to complete the case. There were no adverse consequences to the pt.